Event description:
It was reported that one day post implant, the lead exhibited high threholds at 7.5 v in the unipolar configuration. The doctor wondered about a possible perforation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.